Event description:
The fse reported that the system would not make x-rays. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board, video controller board and associated cabling were evaluated and reseated. The sys was tested and found to be working as intended and returned to service.